Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Reportedly, the customer's blood glucose level was elevated at times. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.